Event description:
Reporter indicated a low impedance message was received during an unknown vns diagnostics test for a patient. Systems and normal mode tests were also performed which indicated normal device function, but the end-of-service indicator was yes. It is suspected a generator diagnostics test was inadvertently performed by the reporter. The patient has had vns generator replacement surgery performed due to the end of service condition. Attempts for vns programming history and return of the explanted generator are in progress.